Event description:
The customer reported a leak from the cta (closed tube aliquotter) wash station on their unicel dxc 600i synchron access clinical system. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.

Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument and confirmed leaking from the cta (closed tube aliquotter) wash station. The fse resolved the leak by tightening a loose tension spring on the cta drain pump, no further leaks were observed. (B)(4).